Event description:
Physician attempted arteriotomy closure using the closer tsl6 fr device. The site of entry was the common femoral artery. The device was inserted and marking was obtained. The physician attempted to adjust the positioning of the device and the device fractured at the junction between the needle guide and the sheath. All of the pieces were retrieved and removed from the pt, in the cath lab. The pt was scheduled to undergo bypass surgery which was postponed due to pain the pt was experiencing in his leg. Was diagnosed as having thrombosis in the bifurcation of the femoral artery. Pt subsequently had the bypass surgery and recovered without further incident.